Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there were missing labels on 3 boxes of sleeves. The following information was provided by the initial reporter: customer reported three sleeves with missing labels. Lot#2348976.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 2348976 and bd complaint number 6996619 for missing sleeve labels. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2348976 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 2348976 for missing sleeve labels. Retention samples from batch 2348976 were not available for inspection. Three sleeves from batch 2348976 were returned as two opened sleeves and one unopened sleeve shipped in a box with bubble wrap. All three sleeves returned did not have a sleeve label (time stamps 1100, 1101, 1109, 1110). Four photos also were received for investigation. Three photos each show three sleeves with medium red agar plates with no sleeve labels visible. The last photo features a plate print from batch 2348976 (time stamp 1109) for batch verification. This complaint can be confirmed. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed. No complaint trends for labeling defects have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for labeling defects.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there were missing labels on 3 boxes of sleeves. The following information was provided by the initial reporter: customer reported three sleeves with missing labels. Lot#2348976.